Event description:
The patient presented for routine programming review and telemetry at the clinic. Telemetry results showed channels 10 and 12 with normal results, but all other channels showed high impedance. Patient is reported to have fallen from a trampoline and bumped his head on the trampoline frame, sometime last month.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.